Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of a bc2425-20 neonatal nasal cannula became detached from one of the prongs. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc2425 oxygen therapy nasal cannula is manufactured by salter labs in (B)(4), for fisher & paykel healthcare. Method: the complaint cannula was not made available to fisher & paykel healthcare for evaluation. Our investigation is based on the limited information provided and our knowledge of the product. Based on the description of events, we can conclude that the tubing has detached from one of the cannula prongs. Results: during manufacture by salter labs a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. Without inspecting the complaint device, it could not be determined whether: the tube had properly bonded to the nose piece. Sufficient bonding agent had been applied to the tubing. There was any damage to the surface of the tubing. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine the cause or nature of the detachment as reported by the customer.